Manufacturer narrative:
The customer reported that this system is shutting down throughout the day during procedures. This issue was reported in ticket (B)(4). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not available (n?a) to this report: h4 device manufacture date.

Event description:
The customer reported that this system is shutting down throughout the day during procedures. There was no patient injury reported.

Event description:
The customer reported that this system is shutting down throughout the day during procedures. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this system is shutting down throughout the day during procedures. This issue was reported in ticket (B)(4). There was no patient injury reported. Investigation summary: the device was not returned for evaluation; therefore, a root cause could not be determined. The customer was able to resolve the issue by replacing the cmos battery. The following fields are not available (n/a) to this report: h4 device manufacture date additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.